Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range pace impedances on this left ventricular (lv) lead. The pace impedances were previously 600 ohms, but spikes of values greater than 2500 ohms have occurred numerous times. At this time, the system was reprogrammed and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide additional information. This lv lead continued to exhibit high out of range pace impedances, and was now found to be fractured. A revision procedure was then scheduled. At this time, the lead has been explanted and replaced. No additional adverse patient effects were reported.